Manufacturer narrative:
(B)(4). The complaint device was not returned to baxter for assessment and no serial number for the pump was provided. If the pump is returned in the future, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a pump delivered a greater volume than what was programmed (medication, programmed amount and delivery rate unk). The customer stated that the pump underwent function testing and no problem was found. It was also reported that there was no pt injury.